Event description:
Customer called reporting unexpected negative reactions on the echo. A patient sampe with a history of anti-fya was negative on echo, but run in manual capture gave 1+ reactions, identifying an anti-fya.no transfusion reactions were reported as a result of this unexpected negative reaction.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready screen (3), lot r037 and retention crrid, lot ID 111 and extend, lot dp033.these products were used at the time of the event. The customer did not return sample for investigation testing.